Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of print panel blinking was confirmed. However, the power supply failure was unconfirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera xenon light source print panel is blinking and the power supply is defective. The event occurred during preparation for use, prior to infusion tube. The same device was used to complete the operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported blinking on the print panel. The investigation also noted that the emergency light was not functional, and that the system connector exhibited a communication failure. A review of the device history record (DHR) found no deviations that could have caused or contributed to these issues. The DHR confirmed that the subject device was shipped in accordance with the specifications. Definitive root causes were not established for these issues. However, it was likely that the communication failure was caused by a fault in the main circuit board. The emergency light was likely not functioning because of a faulty aperture spring. Lastly, the blinking was likely occurring because a faulty motor was preventing the turret from rotating. Olympus will continue to monitor field performance for this device.